Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the pusher assembly. The pusher assembly had kinks throughout its length. The embolization coil was intact with the pusher assembly and had offset coil winds throughout its length. Conclusions: evaluation of the first returned smart coil revealed offset coil winds throughout its embolization coil. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the resistance could not be determined. During functional testing, the smart coil was unable to advance through the introducer sheath due to the offset coil winds on its embolization coil. Further evaluation of the device revealed kinks throughout the pusher assembly. This damage was likely incidental to the complaint and may have occurred during packaging for device return. Evaluation of the second returned smart coil revealed offset coil winds throughout its embolization coil. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the resistance could not be determined. During functional testing, the smart coil was able to advance through the introducer sheath with resistance. The smart coil was unable to advance through a demonstration microcatheter due to the offset coil winds on its embolization coil. Further evaluation of the device revealed kinks throughout the pusher assembly and separated pet lock. This damage was likely incidental to the complaint and may have occurred during packaging for device return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-01792 h3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01792.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coil) and non-penumbra microcatheter. During the procedure, the physician was unable to advance two smart coils through the microcatheter and, therefore, both smart coils was removed and saved for later use. The physician then exchanged for a new microcatheter and attempted to advance the same smart coils; however, the same issue occurred. Therefore, both smart coils were removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.